Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The malfunction code was reset with assistance from technical support, and the issue did not recur. The customer was advised to continue using the pump and to contact support again if the problem reoccurs.